Event description:
It was reported that during a "code blue" situation, the spring wire guide embolized in the patient. On x-ray, the wire guide was visualized extending from the left femoral to the svc. The patient is not stable enough at this time for intervention removal. From the information received, this event appears to be due user error.